Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. The device was evaluated and the reported condition was confirmed. The hole in the hose was determined to be consistent with mishandling of the device by allowing the hose to come in contact with a sharp object which punctured the hose or exerting extreme force on the hose during cleaning or use. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the motor device had a hole in the hose. During service and evaluation, it was determined that the device had a hole in the hose close to the muffler, the user was unable to put the device in soft mode and the pawls were damaged. The device also failed pre-tests for hose verification and loctite modified set screw. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.